Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported once the catheter was prepared and being inserted into the sheath, the physician observed non-uniformity in the plastic at the side port of the farawave pulsed field ablation (pfa) catheter. It is considered an off-label use of pulsed field ablation to treat persistent atrial fibrillation with the farawave catheter. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Event description:
It was reported once the catheter was prepared and being inserted into the sheath, the physician observed non-uniformity in the plastic at the side port of the farawave pulsed field ablation (pfa) catheter. It is considered an off-label use of pulsed field ablation to treat persistent atrial fibrillation with the farawave catheter. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was visually inspected and observed that there was potential adhesive in the flush tubing. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. There was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it would not be in contact with the inner section. Based on the information provided within the event description, the device was used for persistent atrial fibrillation (af) ablation is considered off label use for the farawave device since the catheter is intended to be used to treat paroxysmal atrial fibrillation (paf).